Event description:
It was reported that the left cylinder of this inflatable penile prosthesis (ipp) presented a bulge. The cylinders and pump were explanted and replaced with new size. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.